Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that according to the hcp, the skin where the pump was implanted became thin and the pump might be exposed. It was noted that it was unsure if exposure of the pump actually happened, but the hcp is considering changing the pump implantation site as a precaution. The procedure is scheduled for (B)(6) 2018. It was reported that the catheter might be replaced if necessary, or whole the system might be replaced and that the method of treatment will be decided on the day. It was reported that the date of the event was unknown and was not recovered at the time of this report. The classification of severity of the event was reported as n/a to 1-7 (not serious). The causality was reported as not related to the drug, catheter, or programmer and unknown if related to the pump and surgical procedure. No further complications were reported and/or anticipated. Additional information was received. It was reported that the pump was implanted on (B)(6) 2016 at (B)(6) medical center for head injury. The event was reported as recovered with a date of recovery of (B)(6) 2018. It was reported that on (B)(6) 2018. The status afterwards was confirmed. According to the hcp an operation to change the pump implant site would be performed. It was reported that on (B)(6) 2018 information was received that the pump implant site has been changed without issue. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the model and serial number of the pump was asked but was unknown. It was reported that there was no further information around the details of what was done during the surgery. It was reported that it was undetermined if there were any contributing factors that led to the skin becoming thin. No further complications were reported and/or anticipated.